Event description:
It was reported that following removal of this instrument from the surgical site in a laparoscopic cholecystectomy, the tip of the forceps fell apart and a screw was found missing from the device. To date, the location of the screw is unk. No post operative xray was taken. The procedure was completed laparoscopically as planned and there was no report of injury.

Manufacturer narrative:
Investigation findings: an evaluation confirmed the reported problem. The instrument was received for investigation with the jaw screw broken and the head detached from the holder. The head of the screw was not returned with the unit. The unit showed signs of wear and galling. Our records indicates manufacturer of this device prior to 1998 and our repair records show no repair history for this unit. The customer will be contacted with information for this product.